Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, the device failed the positive flow verify test step during testing. The device was recalibrated to address the issue. Additionally, unrelated to the test failure, during the evaluation of the device at the manufacturer's service center, the device was found to have the porting block port pinched/damaged so the universal porting block was replaced. The cord retainer was found to be missing/broken so the cable clamp was replaced. The stirring fan, exhaust fan, tubing, front case, rear case, and base enclosure assembly replaced due to tobacco contamination.